Manufacturer narrative:
Cause investigation and conclusion: a review of the manufacturing records indicated the lots met all pre-release specifications. The devices were not returned to gore, therefore device evaluations could not be performed. Multiple attempts were made to obtain additional information about this event like potential patient related cause of the aortic valve endocarditis and the pseudoaneurysm, images (pre, intra- post-procedure). The requests remain unanswered by the hospital. Clinical images enabling direct assessment of product performance were not provided for evaluation. The instructions for use (IFU) for the gore® tag®conformable thoracic endoprosthesis for the applicable region and time period was reviewed, and the following IFU statements were identified: indications for use the gore® tag® conformable thoracic stent graft is indicated for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions, such as aneurysm and traumatic transection, and type b dissections. Adverse events potential device or procedure-related adverse events adverse events which may require intervention and/or conversion to open repair include, but are not limited to: pseudoaneurysm. In the present case the device was used in the zone 0 section of the ascending aorta. With this it was used outside the indication for use. The risk management documents for the gore® tag® conformable thoracic stent graft were reviewed. No potential new or different reasonably foreseeable risk related to the device or its use were identified based on this event. The benefit of the product has been assessed against the overall residual risk and determined that the benefit of the product outweighs the risk to the patient. Ongoing risk/benefit assessment and acceptability of residual risk serves to reaffirm risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore monitors complaints closely to ensure that risks remain within the bounds estimated in the risk management documents. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. This type of occurrence will continue to be monitored and trended for event trending analysis. Review and appropriate actions will be taken as they are deemed necessary.

Event description:
It was reported that on (B)(6) 2016, a patient presenting with an aortic arch aneurysm was treated with a conformable gore® tag® thoracic endoprosthesis. The proximal end of the endoprosthesis was implanted in the zone 0 section of the ascending aorta. On (B)(6) 2016, the patient presented with aortic valve endocarditis and a pseudoaneurysm of the ascending aorta. The patient was treated with aortic valve and ascending aorta replacement. It is unknown whether the devices were explanted during the surgical repair.

Manufacturer narrative:
H3-code: for unknown reasons, the medical device was not returned for further examination. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.